Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as red, itching, scaly hives that have a burning appearance and sensation. Sensor was inserted at abdomen on (B)(6) 2015. Patient does not treat the affected area. Patient consulted physician on (B)(6) 2015 for skin reaction. Physician advised patient to discontinue use of dexcom system and omnipod, as they both use the same adhesive. Physician did not recommend any solutions or medications. No additional event or patient information is available.